Event description:
On (B)(6) 2012, the initial surgeon performed an si joint arthrodesis using the ifuse implant system where he placed three implants. The patient, per report, never had significant relief of the preoperative pain complaints. The initial surgeon consulted with different surgeons. One of those consulted believed that he saw lucency around the implants. No repeat diagnostic injection was performed. On (B)(6) 2013, the surgeon who believed he saw lucency around the implants performed a revision surgery where he removed all three implants. No bone graft material or additional fixation was placed. The removed implants were not returned for histological analysis. No additional follow-up on the patient is available. Per si-bone vp of medical affairs: ¿medical review of this case shows that this is a case of continued ongoing pain after initial implantation. No new diagnosis was made."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, the root cause for the pain or perceived lucency could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7050-90, lot# 8078003804009, manufactured 08/10/12, expires 2015-09. P/n 7045-90, lot# 8175003938013, manufactured 08/31/12, expires 2015-10. P/n 7035-90, lot# 8028003323002, manufactured 03/05/12, expires 2015-05.